Event description:
It was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer.